Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbones insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. Two (2) sawbones with medium (50 lbs./ft3) and hard (105 lbs./ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4)). Approximately 5 to 8 lbs. Of force are necessary to penetrate bone. The unit failed the soft sawbones phase of testing with a complete stall on the first attempt at 5.16 seconds. No further testing was attempted. The complaint has been confirmed. The unit failed the soft sawbones phase of testing with a complete stall on the first attempt at 2.60 seconds. No further insertion testing was attempted. Other remarks: condition - driver opened and other operating characteristics already evaluated and recorded. Battery voltage measured as 15.21 dc volts without being activated. Battery voltage measured as 10.24 dc volts when button was activated, and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom could not be parsed and analyzed as it is from the older 12f chip series. The DHR file is not available for review in the us. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 08/2008 and is approximately 11 years old. The complaint has been confirmed. Per the functional testing performed the driver failed. Battery analysis has confirmed battery depletion. No other corrective/preventative actions will be assigned. The driver had no power because the batteries were depleted. Battery testing confirms depletion. After final testing was completed the solid green light would display at gearbox/motor testing. No further action required. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was used during reanimation and the driver stopped during drilling.